Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. Customer stated she can see everything on the pump but then said there is a line and can't see everything clearly. Customer doesn't have backup plan and wants to keep the pump as backup. Customer was advised that we shipping cot pump.